Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. Review of complaint history records (2010 to present) identified no similar complaints for product code 35117, which is the product reported in this event. The device was returned to kimberly-clark and showed an indentation in the tube at the location of the "o.d. 8.0" marking. A suction catheter was advanced in the lumen of the returned device and although resistance was felt, the catheter could be advanced beyond the observed indentation. We are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, the ett was kinking, and it was difficult to pass a suction catheter. They went to re intubate and ended up just extubating the patient and all was fine. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).